Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual examination revealed a kink to the collar and the collar was beginning to detach. There is a flat spot on the distal shaft 9.5cm from the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported there were difficulties advancing a device through the guidezilla ii. The target lesion was located in the distal right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, a balloon catheter passed fine through, but a stent catheter had difficulty passing through the radiopaque collar on the guidezilla ii. Consequently, the physician removed the stent and the guidezilla ii. The procedure was completed with a different device. The interventional procedure was successful. There were no patient complications reported. However, device analysis revealed that the collar was kinked and beginning to detach.